Event description:
Country of complaint: (B)(6). Thread detached from the needle. This is the second complaint from this customer - the same product, the same lot. First incident reported on medwatch 2916714-2014-00911.

Manufacturer narrative:
Mgr site eval: samples received: 1 open racepack. Analysis and results: there is one previous complaint of this code batch regarding other issues. There are no units in OEM stock. We have received one open and used sample with the needle detached from the thread (there is no needle connected to the thread). Without any closed samples complete investigation can not be performed. Reviewed the batch mfg record, this product had a normal process and the results during the process fulfilled OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: na.